Event description:
It was reported that the patient presently remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited high capture threshold with loss of capture. No intervention was performed. Patient condition was stable and would continue to be monitored.